Event description:
It was reported that the monopolar curved scissors instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .275" x .150" oblong hole burnt through the main tube. The hole center is located roughly .500" about the tube extension. There is a ring of tube material removed around the perimeter of the hole, indicating an arcing event occurred. The main tube has a longitudinal crack that bisects the hole and is located approximately halfway between two slot features. It appears that the crack may have been created from rough user handling. One of the slots is damaged, with pieces coming off. The instrument was disassembled and engineering discovered that the hypotubes and tube extension seal were charred in the same location as the hole. It was determined that the crack in the tube most likely created a path for arcing to occur and high generator settings may have also contributed to the damage.